Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulty and stent dislodgement occurred. The 90% stenosed lesion being treated was located in the severely tortuous, calcified proximal to distal left circumflex (lcx). Plain old balloon angioplasty (poba) was performed with an unk 2.5 mm balloon. The physician attempted to place the 2.50 x 20 mm taxus liberte stent, but was unable to cross. Poba was performed again. The taxus liberte was able to cross the proximal portion of the lcx, but not the distal portion. The physician attempted to remove the taxus liberte stent, but the device got stuck in proximal lcx, and was unable to be retrieved. Then, the physician forcibly pulled on the device and was able to remove it. Angiography identified the stent dislodged and remained in proximal lcx. The physician considered retrieving the dislodged stent to be dangerous and the decision to leave the stent inside the pt was made. Poba was performed inside the dislodged stent with an unk 2.5 mm and unk 4 mm balloon. The stent was implanted in proximal lcx. The procedure was completed with a non-bsc device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.